Event description:
The device was used during an unspecified procedure. Reportedly, the instrument was difficult to open. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.